Event description:
A user facility¿s clinical services supervisor reported that a fresenius hemoflow dialyzer leaked during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.